Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal saline (unknown concentration and dose) via an implantable pump for no n-malignant pain. It was reported by the patient that this was the second pump that had crapped out on them. The patient originally thought their pump was replaced 9-10 months ago but then realized it may have been longer than that. The patient stated they had clonidine, baclofen, and hydromorphone mixed together which was the same mixture as their first pump. {refer to manufacturing report # 3004209178-2024-08602 regarding other pump that crapped out on them}